Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
Report received of an overdelivery. In 2004 at an unspecified time, the device was programmed to deliver 1000mls of d5.45ns at a rate of 50ml/hr after the family requested hydration be started for the patient's declining condition. Reportedly, the infusion was complete in 4 hours instead of the expected 20 hours. The customer reported that there were no medical interventions required and "everything but comfort measures were discontinued by 5:00 pm." The device was removed from clinical service. The patient reportedly expired the following day at midnight. It is unspecified whether an autopsy will be performed. The customer reported that, "the problem with the pump did not have anything to do with her death.' Though requested, no additional information was provided.